Event description:
Patient was undergoing a voluntary kidney transplant (donor)- risk of bleeding is always part of the procedure. In this event the staples did not stop the vein and artery from bleeding as intended. The surgery was going as planned and when preparing to remove the kidney ta-30 stapler was fired across the renal artery as proximally as possible. The renal vein was lifted up and the endovascular ta-30 stapler was fired across the junction of the renal vein with the ivc and the renal vein was transected leaving a 2 mm cuff. The kidney was removed and handed off to the waiting team. There was significant bleeding noted. Pressure was held over the aorta and the cava while we set up suction. It seemed that there were two areas of ongoing bleeding. One from the artery and a venous source above where the surgeon had stapled the renal vein (cava junction). The bleeding was controlled with titanium clips. The surgeon noted that the stapler potentially misfired causing the bleeding. Manufacturer response for multifire endota stapler, multifire endota stapler (per site reporter): awaiting response.